Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ¿stopped working¿. Insulin was not observed exiting the cartridge. Customer declined to provide further information and reverted to using manual injections for insulin therapy.